Event description:
Additional information was received from the rep reporting they do not know the cause of the patient's symptoms. The patient saw his provider on (B)(6) 2021 and a few adjustments were made to his medication. The cause of the patient's implant being off was due to the hospital turning it off. The patient representative needed help turning it back on. The actions taken was the neurologist saw the patient and made changes to his dbs settings and recommended a nr ipg. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital for a unrelated issue and has been home for about two weeks. For the past couple weeks patient has been acting bizarre. Caller checked ins with programmer and the implanted neurostimulator is off and ins is 50% charged. Patient takes medication for delusions, hallucinations. Night before caller reported the issue, the patient's behavior was really bizarre. See (B)(4) regarding unrelated previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.